Manufacturer narrative:
Investigation summary: one unit was returned for engineering evaluation. Engineering confirmed the gelseal cap showed signs of gel separation at the leaver location. By testing in a manner consistent with the instructions for use, engineering was unable to recreate the damage seen on the gelport. A review of the manufacturing records for this lot revealed no unusual occurrences during construction. The lot passed all quality inspections. Additional information is necessary for engineering to perform a more extensive evaluation. Applied medical will monitor its vigilance system for trends and take appropriate actions as necessary to ensure the safety and efficacy of our products. This document represents our final report.

Event description:
Laparoscopic assisted case - "gelport tore around base where it attaches to alexis retractor." Med watch reported: "gelport tore around the base where it attaches to alexis retractor; a new gelport was added to the filed to replace the broken one and the case proceeded without problem."